Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 7 days after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 40 ncm of primary stability was achieved. The patient presented bone type ii, bone graft was executed and immediate load and immediate implant procedures were performed.